Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. And the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: specific cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had no image. The issue was identified, during the procedure set up. There was no patient involvement.